Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading recorded by continuous glucose monitor (cgm) on (B)(6) 2020 was 65 mg/dl. The lowest blood glucose (bg) manually entered into the pump by the user was 45 mg/dl on (B)(6) 2020 at 6:48:47 am. However, at 6:48:58 am, 45 grams of carbs were entered and at 6:49:04 am, a bg of 191 mg/dl was entered. This indicates that the low bg of 45 mg/dl was likely entered in the error. The lowest blood glucose (bg) entered into the pump by the user correctly was 83 mg/dl on (B)(6) 2020 at 11:07:06 pm. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.